Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head fell off in mouth [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b precision clean brushhead fell off in her mouth. No symptoms developed.